Manufacturer narrative:
Based on info provided by the surgeon, a pt with a history of incisional hernias underwent a repair procedure using a xenmatrix mesh. After approx five months, the pt developed an abscess. The pt was treated conservatively and is currently doing well. Mesh was not explanted. The surgeon reported that the abscess is resolving and was probably related to unrelated previous condition. While there is no indication, the xenmatrix mesh contributed to the reported infection, the warning section of the product's instructions for use indicate that if an infection develops, to treat it aggressively. The med records provided did not include a statement or indication that there was a possible or suspect device failure related to the bard mesh. No sample was returned for eval; however, base on the currently available info, no bard mesh device failure occurred.

Event description:
Base on info provided by surgeon: on (B)(6) 2010, pt underwent surgery with xenmatrix mesh. On (B)(6) 2010, pt admitted to hosp after developing abscess. Abscess is resolving.